Event description:
It was reported that prior to an unknown procedure, there was plastic floating in the package of the green reload. Incident not related to any procedure. There was no patient involved.

Manufacturer narrative:
(B)(4). Additional information received: reload packaging contained 2 loose staple drivers however inspection of the reload revealed there were 6 drivers missing from the reload. The other four drivers are unaccounted for. Photographic analysis: upon visual inspection of the picture, it appears that a foreign matter is inside of the sterile package. The analysis results showed that one ecr60g cartridge reload was returned with several drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged at distal end. Although no conclusion could be reached on what caused the drivers to fall, and the pan to be dislodged it is possible that the package was not opened using the sterile technique resulting in the pan to partially dislodge therefore the drivers dislodging from the reload. The reported events could not be confirmed as the reload was received out of its sterile package. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.